Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
(B)(4). The patient tested a sample on the meter and it resulted as 4.3 inr. The patient subsequently tested another sample on the meter and it resulted as 3.9 inr. These results were outside of the patient's therapeutic range, so he reported these values to his primary care physician. The customer noted that he has tested for years and has never been outside of his therapeutic range. The physician recommended for the patient to be tested in the laboratory. A sample from the patient was tested in the laboratory using recombi plastin reagent on the same day at an unknown time, resulting as 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter results. There has been no changes in the patient's health status. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient does not have antiphospholipid antibodies or lupus. The patient is borderline anemic. The patient does not take heparin. The patient has had no changes in medications, health, or diet since last tested. The patient has had no symptoms of bleeding or bruising since last tested. The patient did not have a special or unusual diet. The meter has not been cleaned recently. The patient's product has been requested for investigation. Retention test strips (lot 286320) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The patient¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr. Qc 2: 2.4 inr. Qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided in the complaint case that would point to a cause for the result discrepancy.